Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the high watt alarms. A rise in power consumption has been logged starting (B)(6) 2014 to a peak of 4.9w on (B)(6) 2014 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received via intermacs indicating that the patient reported to the emergency room (ER) with beeping alarms with reported high voltage and gross hematuria and ldh 1631. It was indicated that the patient experienced a thrombus event with signs or symptoms of hemolysis and signs or symptoms of stroke, renal dysfunction, and respiratory failure. The pump was explanted (B)(6) 2014, the patient was extubated (B)(6) 2014 with pacemaker and automatic internal cardiac defibrillator (aicd) turned off on (B)(6) 2014. The patient died (B)(6) 2014.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and use of all vads are associated with numerous risks including thrombosis and stroke as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, and outlined in the labelling may be indicative of thrombus or other tissue fragments in the pump. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information there is no indication of any device performance or manufacturing issues impacting the events. Clinical factors and patient comorbidities including history of diabetes, smoking and infection put this patient at greater risk for thrombotic events. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.